Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Infection was reported. The patient had drainage from the site which was cultured and showed to be staphylococcus epidermis.the patient was administered vancomycin and the lead was removed and replaced. No further patient complications have been reported as a result of this event.